Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462514m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. Geometry of left atrium (la) was obtained by pentaray catheter. When the lasso catheter was placed to left superior pulmonary vein (lspv) and ablation catheter was gone to the roof. At 1 hour after use the patient¿s blood pressure dropped an echocardiography was performed and revealed cardiac tamponade. After pericardiocentesis drainage a thoracotomy was performed extracardially. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 65 year old male (weighing 48kg). The adverse event was discovered during use of biosense webster products and the event occurred during the mapping phase of the procedure. Pericardiocentesis and thoracotomy was performed extracardially. The patient did require extended hospitalization because of the adverse event. A transseptal puncture was performed but the product details are unknown. Outcome of the adverse event is reported to be improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).